Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013, it was reported that there was blood infiltration in the lead noticed during generator revision on (B)(6) 2013. The patient was scheduled for generator revision due to a failure to perceive stimulation and prophylactic reasons. The lead was not replaced: only the generator was revised. X-rays were not taken, and the device would not be returned per hospital protocol. Some diagnostic and programming history was provided. Follow up showed that the patient is now able to feel stimulation since revision.